Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s caregiver unintentionally selected the fill tubing function instead of announcing a meal, and customer care instructed the user to disconnect from the body and complete the steps to safely resume insulin delivery. Symptoms included no reported change in blood glucose. Outcomes included no hospitalization, no alerts or alarms, and no injury. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed user error in selecting a device function while connected, with device performance otherwise normal and blood glucose unaffected. It was concluded, based on previously established findings for similar reports, that the cause was use error.